Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on (B)(6) 2022. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained testing met the acceptance criteria found in q04.01.003 rev. Ag, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for chem8+ cartridge lot h21178.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2021, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant hematocrit result of 27% pcv on a patient. There was no patient information available at the time of this report. Return product is not available. Method, date, collected, tested, hct, hb, sample. I-stat, on (B)(6)2021, 14:32, 14:32, 27.0 pcv, 92 g/dl, a. Lab. On (B)(6) 2021, ni, ni, 49.67 pcv, 15.7 g/dl, b. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.